Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open rash on her back. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician told her to remove the lifevest until next follow up appointment on ((B)(6) 2019). Follow up indicated that the patient was in the hospital for an unrelated issue and she was not wearing the lifevest while hospitalized. Patient confirmed that the skin irritation has improved.